Manufacturer narrative:
The involved equipment was evaluated by an arjo representative. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the alenti lift started to tip over when the caregiver was turning the device with the resident placed on it. The caregiver grabbed the device to prevent it from tipping over. No injuries to the resident were reported. The caregiver experienced lower back pain.

Manufacturer narrative:
It was reported that the caregiver was turning the device with the resident placed on it and had an impression that the alenti lift started to tip. The caregiver grabbed the device to prevent it from tipping over. There was no fall reported and the resident did not received an injury. The caregiver experienced lower back pain. There were no obstacles in the room where the event occurred, the floor was even, the brakes were released while the device was turned. The device inspection performed by the arjo representative revealed that the front castors of the device were worn out, and the right front castor did not swivel easily. This castor defect did not affect the stability of the device. The arjo representative did not recreate tipping of the lift. However, based on post market surveillance data, it is possible for the device to tip with the applied brakes when pushing the device. Therefore, if the castor stuck in some way, it could act as a brake. Based on the products' service history, the castors were not replaced since manufacturing. The device was 9 years old based on the manufacturing date. The last maintenance was performed by arjo on february 01, 2024, and these parts were not replaced at that time. Therefore, it seems that the component failure was probably caused by normal wear of the part. The alenti lift is subject to wear and tear, and the following actions must be performed when specified to make sure that the product remains within its original manufacturing specification. The product instruction for use (IFU; 04.cd.05_12) includes correct maintenance procedures to be followed by each device user e.g.: "depending on level of wear some equipment parts such as castors may need to be replaced during the equipment¿s lifetime according to information in the IFU." Every week "check and clean castors"; "check that the castors are properly fixed and are rolling and swiveling freely"; "clean with water (the function can be affected by soap, hair, dust and chemicals from floor cleaning). In summary, the defective castor did not rotate freely, which, in combination with an attempt to transfer the resident, could have caused the device to become unstable and tilt. The alenti was used for resident handling at the time of the event and in that way contributed to the event. The device evaluation conducted by arjo representative revealed that the device was not up to manufacturer¿s specification after the event. This complaint was decided to be reported to the regulatory authority due to indication of a device tipping with a resident on it.